Event description:
Two shocks were delivered to a pt in cardiac arrest, on the third attempt to deliver energy the device displayed a "bridge test failed" message. Clinician successfully defibrillated the pt on another attempt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.